Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: getinge became aware of an issue with volista standop surgical light. As it was stated and confirmed by photographic evidence plastic fell from near the surgical light. It is possible that the cap piece fell due to contact and impact between the monitor arm and the surgical light arm. There were no other impacts on the surgery, patient, or staff, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: getinge became aware of an issue with volista standop surgical light. As it was stated and confirmed by photographic evidence plastic fell from near the surgical light. It is possible that the cap piece fell due to contact and impact between the monitor arm and the surgical light arm. The designated complaint unit employee confirmed based on photographic evidence that the paint was peeling from suspension arm. There were no other impacts on the surgery, patient, or staff, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Getinge became aware of an issue with volista standop surgical light. As it was stated and confirmed by photographic evidence plastic fell from near the surgical light. It is possible that the cap piece fell due to contact and impact between the monitor arm and the surgical light arm. The designated complaint unit employee confirmed based on photographic evidence that the paint was peeling from suspension arm. There were no other impacts on the surgery, patient, or staff, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical equipment did not meet its specification and in this way the device contributed to event. Provided information indicate that when the event occurred, the device was being used for patient treatment. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: according to the pictures provided there is no doubt that this plastic cap broken in several pieces received shocks with another devices (arms). This is the result of collision with other arms so a misuse. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Getinge became aware of an issue with volista standop surgical light. As it was stated and confirmed by photographic evidence plastic fell from near the surgical light. It is possible that the cap piece fell due to contact and impact between the monitor arm and the surgical light arm. The designated complaint unit employee confirmed based on photographic evidence that the paint was peeling from suspension arm. There were no other impacts on the surgery, patient, or staff, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Event site name: (B)(6) hospital. Event site postal code: (B)(6). The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with volista standop surgical light. As it was stated and confirmed by photographic evidence plastic fell from near the surgical light. It is possible that the cap piece fell due to contact and impact between the monitor arm and the surgical light arm. There were no other impacts on the surgery, patient, or staff, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.